Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "normal process: needle punctures skin and goes into the vein- blood return noted (under ultrasound guidance). The guidewire is then pushed through the needle and into the vein. The catheter is then threaded over the guidewire. A button is hit, and the needle and guidewire are retracted, and the catheter remains in place. What happened: needle punctures skin and goes into the vein- blood return noted (under ultrasound guidance). The guidewire is then pushed through the needle and into the vein. The catheter is then threaded over the guidewire. The nurse was unable to advance the catheter; hit resistance. The button was hit, and the needle and guidewire are retracted. The catheter was then attempted to be removed but resistance was felt. When the catheter was removed a piece of the catheter was noted to have broken off."